Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patients were not crossing over. A technical support specialist (tss) investigated the issue and confirmed that the patients were successfully passing through the integration; however, the cabinet at the facility was offline. The customer was informed that once the cabinet was brought back online, the patients would synchronize to the cabinet as expected. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, patients were not crossing over. There were no adverse events or injuries reported based on this event.